Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Unit powers on by itself w/o manual intervention.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first installed successfully on the (B)(6) 2010 and performed to specification up to the (B)(6) 2015. During this time an increase in voltage suggests a further pad-pak was installed. The device was shipped with 3.1.0 software installed and upon return to heartsine the software was still 3.1.0. Investigation was unable to replicate the reported fault. The device was successfully upgraded to 3.2.0 using the heartsine samaritan pad 300p upgrader, with an upgrade certificate being produced. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.